Event description:
The physician intended to implant a 3.5 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a right coronary lesion. The target lesion exhibited severe calcification, 90% stenosis and moderate tortuosity. The target lesion was not pre-dilated. The stent could not cross the lesion and the device was removed. Resistance was encountered removing the device and force was used in the attempt to withdraw the device. Stent damage was observed on removal. The target lesion was then pre-dilated using a 2.5 mm balloon and another 3.5 mm resolute integrity stent was successfully implanted. The device had been inspected prior to use with no abnormalities noted. There were no problems with the patient post procedure and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 1st proximal segment was raised and deformed. The distal tip was slightly damaged. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent), failure to follow instructions (force was used in the attempt to withdraw the device <(>&<)> lesion not pre-dilated), patient's condition affected effectiveness of device (target lesion exhibited severe calcification, 90% stenosis and moderate tortuosity). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited severe calcification, 90% stenosis and moderate tortuosity). (B)(4).